Manufacturer narrative:
H6: excessive adhesive at stopcock. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cannula assembly, na; handle/bobbin alignment, good; seal chamber, na; stopcock condition, good; stylet/cannula condition, tight; stylet/needle condition, good; tissues between stylet and cannula, na and zone, na. Functional tests & results: cannula assembly locks, na and stylet retract, yes. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the stopcock airway was sealed by excessive adhesive, making the instrument non functional. The applier was received in good physical condition. The instrument was functionally tested and the stylet was found to operate slowly due to dried body fluids between the stylet and the inside diameter of the needle. A wire was attempted to be inserted into the stylet. The stylet was found to be occluded with excessive adhesive approx 3/4" from the entry of the stopcock and it was concluded that this was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for add'l occurrences.

Event description:
During a laparoscopic assisted vaginal hysterectomy no air or gas could travel through the pn150 needle. There seemed to be a clog of some sort. A new pn150 was opened to complete the case. It worked fine. There was no consequence to the pt.